Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a mentor smooth round moderate profile 275cc saline prosthesis and an unknown mentor saline prosthesis placed experienced several unexplained systemic symptoms post procedure. Multiple recurrent infections began in 2000 that and were treated with antibiotics, creams, clobetazole lotion, anti-fungal medicice, and anti-pain medicine for three years before they resolved. Infections indicated included urinary, lung, amygdal, skin g-type streptococcus, acinetobacter junii, penicillium, lymphocyte infistras, and (B)(6) that changed in mollaret syndrome. In 2003 the patient began experiencing breast pain. Arthritis and osteoarthritis began in 2011. Immunodepressor and nsaid cortisone were used as treatments, and an unspecified global problem of the immune system was stated. As a result, the devices were explanted in 2014. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. See 1645337-2019-16976 for contralateral prosthesis report.